Event description:
Enseal device being used for case. Surgeon took one bit of tissue (not thick tissue) and generator displayed "replace instrument". Another device opened and used without difficulty.